Manufacturer narrative:
Zimvie received one (1) bost3213, (3i t3® non-platform switched tapered implant 3.25 x 13mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant's collar was observed fractured, and there was a fractured screw fragment stuck inside the implant. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2018080483. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2018080483 for similar events and no other complaint was identified. The customer did not submit images for the reported events. Based on the investigation and risk management file review as per rmf rm-00053-haz rev.13, the most likely root causes determined from the investigation are long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, a device malfunction did occur. The reported events were confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided.

Event description:
It was reported that implant's collar was fractured.